Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the plunger was hard to remove out of the reservoir and cause air bubbles. It was reported that it caused hospitalization with high blood glucose of 300 mg/dl. It was reported that the air bubbles were successfully removed out of the reservoir. It was also reported that there was a no delivery alarm. The customer's blood glucose was 160 mg/dl at the time of incident. The reservoir will not be returned for analysis.